Manufacturer narrative:
The thermogard was evaluated at customer site. The customer reported complaint of the thermogard displayed tcmid: 08 (coolant temp low) error message was not confirmed during the initial functional testing as the error was not replicated however was confirmed during the archive review data. As a precaution, the coolant level detector (coolant block) was replaced. Following the replacement and service, the thermogard was functionally tested and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4).

Event description:
During patient use, it was reported that the thermogard displayed tcmid: 08 (coolant temp low) error message during the system cooling mode. Customer tried to power on and off the console however was unsuccessful. Another unit was used to continue the treatment. No patient harm or consequence was reported.